Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lobectomy procedure, the knife drove under the clamp driver and cut the plastic protection. No harm to the patient

Manufacturer narrative:
(B)(4). Batch # p58z2f. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with two ecr60b cartridges reloads present. The cartridge reload (b) was received with the one-piece sled detached and unfired making it nonfunctional. The cartridge reload (c) was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. Cartridge b: ecr60b, p55x5x, unfired, with the sled out of position. Cartridge c: ecr60b, p55x5x, fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.